Event description:
The customer contact reported that during preventative maintenance testing at the user facility the device delivered more than intended. There were no reports of any adverse patient events of delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.